Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the product was returned to medtech orthopaedics for evaluation. Visual inspection revealed the outer surface of pin trl lnr 10deg +4 40id 60od with nicked patterns. Additionally, the threaded insert of device was found disassembled and the snap ring was not returned for evaluation. Nicks are consistent with other tools and hard edges coming in contact with the device. The observed condition of the device was consistent with a component failure that was caused by over-tightening the threaded insert during used and intentionally disassembling the snap ring from it for surgical preference or cleaning. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Furthermore, without concrete evidence or further information, it is not possible to determine a root cause for the missing component. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0608 provided is not a valid finished goods lot number. The overall complaint was confirmed as the observed condition of the pin trl lnr 10deg +4 40id 60od would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for an unknown reason. Did not happen in surgery.